Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and low blood glucose level and they were in emergency room due to low blood glucose level. Blood glucose level at the time of the incident was 432 mg/dl, 436 mg/dl and in range of 30 mg/dl. Customer was treated with insulin pump and manual injection. Customer declined troubleshooting. The insulin pump will not be returned for analysis.